Event description:
The patient developed an infection. The lead was removed, analyzed and subsequently tested out of specification. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: (B)(4): the full lead was returned in segments, analyzed and the distal conductor fractured. It was noted that the distal conductor was distorted, the defibrillation coil was distorted, several conductors distorted, the inner insulation was kinked/buckled, the outer tubing was kinked/buckled, outer tubing overlay with cosmetic environmental stress crack, the outer tubing had cosmetic environmental stress crack breach (non electrical), the outer insulation had a cosmetic depression, there was blood in/on the helix mechanism, the lead was flexed, within five centimeters of the anchoring sleeve and the lead was stretched. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Evaluation summary: (B)(4): the full lead was returned in segments, analyzed and the distal conductor fractured. It was noted that the distal conductor was distorted, the defibrillation coil was distorted, several conductors distorted, the inner insulation was kinked/buckled, the outer tubing was kinked/buckled, outer tubing overlay with cosmetic environmental stress crack, the outer tubing had cosmetic environmental stress crack breach (non electrical), the outer insulation had a cosmetic depression, there was blood in/on the helix mechanism, the lead was flexed, within five centimeters of the anchoring sleeve and the lead was stretched. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
Infection and erosion of the device were reported. The system was removed. No further patient complications have been reported as a result of this event. Erosion/necrosis.